Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that when the patient would go through some of the stalls where they check if you stole something at (B)(6) he gets shocked. They also reported that if the stimulation was too high it would affect the patient foot and would make it curl. Patient services tried to confirm if it was foot or toes and the caller stated she did not know. The patient was going to the doctor on december 12. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient with an implantable neurostimulator (ins) reported they had experienced some toe curling from time to time. The patient¿s mother stated that the prescriber was aware and there was nothing they could do to treat it, but they confirmed it was not debilitating. It was noted the event was ongoing. There were no further complications that have been reported as a result of this event.